Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, during a posterior cervical fixation the nurse tried to assemble the screwdriver but as the top indentation was deformed, it was not possible to slide the retention sleeve over the driver shaft. Also, upon loosening a correctly tightened side connector, the final tightener driver twisted and the tip sheared off. The surgeon managed to retrieve the broken part. Procedure was completed successfully with the second final tightener on the set. This report is for one (1) poly screw driver reten sleeve. This is report 3 of 3 for complaint (B)(4).